Event description:
On (B)(6) 2012, customer reported that the act diff instrument probe was leaking two or three drops of clear liquid sporadically during the first startup of the day. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via telephone. Cts instructed the customer to clean the path (hose line) from the probe block to pinch valve 8 (lv8). Customer ran multiple startups after troubleshooting was completed and the probe no longer leaked. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).